Event description:
The stated that the head section of the bed will not go up. There are no alarms and the bed is not in use.

Manufacturer narrative:
The technician isolated the issue to the head up valve. He replaced the head up valve to repair the bed.